Event description:
It was reported that PICC kit installed on (B)(6) 2020. Removed on (B)(6) 2020 following the incident on the same day. Leak found. Patient coming for xelox chemotherapy session, equipped with a piccline on the right arm, functional in the morning (clean and occlusive dressing, venous return present and injection of physiological saline without problem). Connection of chemotherapy (oxaliplatin) over 2 hours at 11.50 am. The patient rings at 1 p.m. To report pain in her arm with a flow under the dressing. Immediate cessation of chemotherapy, aspiration test with piccline in vain, decision to remove the piccline, and hospitalization for monitoring. Finding a crack in the piccline at 7 cm

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A circumferential split was observed in the catheter approximately 7.1 cm distal to the molded joint. The ink on the extension leg and the 0-7 cm depth markers was observed to be faded. A microscopic observation revealed the edges of the split were rough but mostly straight, and both edges were observed to be slightly rounded. The fracture surfaces of the split were found to have an uneven and granular texture. Additional longitudinal cracking of the catheter material was observed at and near the corners of the split. The surface of the catheter material was observed to be slightly less lustrous leading up to the edges of the split. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redy2917 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was five photographs depicting a portion of powerpicc catheter. All five photographs appeared to depict the same region of catheter shaft. Usage residues were observed. A partially circumferential split was observed in the depicted region of catheter shaft. The split edges curved inward. Material buckling and discoloration were observed in the vicinity of the split. The split characteristics were consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage and mechanical factors may gradually for a crack in the catheter. A lot history review (lhr) of redy2917 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that PICC kit installed on (B)(6) 2020. Removed on (B)(6) 2020 following the incident on the same day. Leak found. Patient coming for xelox chemotherapy session, equipped with a piccline on the right arm, functional in the morning (clean and occlusive dressing, venous return present and injection of physiological saline without problem). Connection of chemotherapy (oxaliplatin) over 2 hours at 11.50 am. The patient rings at 1 p.m. To report pain in her arm with a flow under the dressing. Immediate cessation of chemotherapy, aspiration test with piccline in vain, decision to remove the piccline, and hospitalization for monitoring. Finding a crack in the piccline at 7 cm.